Event description:
It was reported that the pump module provided "red" alarm and malfunctioned during an infusion of unspecified medication through secondary set. There was no patient harm. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report of a pump malfunction was not confirmed. Analysis of the pump module event log shows pump module s/n (B)(6) was in use and infusing an unidentified primary infusion at 5ml/hr. The event was reported to have occurred at 1600 on (B)(6) 2020, however there were no entries observed in the pump module event log for that time/date. The pump module event log shows that on (B)(6) 2020, there were 4 secondary infusions programmed (at 1:36 am, 3:02 am, 6:39 am and 7:56 am) and all completed without any errors. The log shows 2 instances of net iui communications down (at 10:03 am and 1:31pm, however the pump module was idle during both instances. The last entries in the received log were for the 2nd instance of net iui communications down at 1:31 pm on (B)(6) 2020 followed by a power on event at 9:35 am on (B)(6) 2020. The pump module was not returned for investigation. The pump module error log was not received for investigation. The root cause of the reported pump malfunction was not identified. No device was returned for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographics were not provided. No devices received, log review only.

Event description:
It was reported that the pump module provided "red" alarm and malfunctioned during an infusion of unspecified medication through secondary set. There was no patient. Although requested, additional information was not provided.